Event description:
On (B)(6) 2013 an article titled ¿vagus nerve stimulation in refractory epilepsy: new indications and outcome assessment¿ was reviewed. The article stated that this study reports on 39 patients, including 4 children affected by epilepsia partialis continua (epc), who underwent vns for refractory epilepsy. In the article it stated that there were two cases with hardware complications. The physician later reported that for the two patients removed from the study, one had an infection on the generator site (reported on this report) and one had several episodes of vomiting (reported on MFR. Report #1644487-2013-02285). No further information was provided.